Manufacturer narrative:
Insulin pump received with cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir o-ring fell off. Customer does not know how damage occurred. Customer's blood glucose was between 80 mg/dl and 230 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect.